Manufacturer narrative:
Correction to mfg. Site ID and associated information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Citation: roulot et al. Femoral closure with single proglide in transcatheter aortic valve implantation: a registry-based study. J clin med. 2025 oct 9;14(19):7113. Doi: 10.3390/jcm14197113. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding femoral closure with a non-medtronic closure device in transcatheter aortic valve implantation (tavi). The study population included 1303 patients who were predominantly male with a mean age of 81.7 years old. Multiple manufacturers¿ devices were implanted in the study population; 340 patients were implanted with a medtronic corevalve or evolut bioprosthetic valve delivered via catheter system. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations that may have been associated with a medtronic delivery catheter system (dcs) included: bleeding complication and/or access-site vascular complication requiring intervention, dissection requiring stent placement, and conversion to surgery. No further information was provided pertaining to medtronic products.